Manufacturer narrative:
Internal complaint reference (B)(4). H11 h3, h6: the reported device was received for evaluation. A visual evaluation showed two devices were returned together in a single biosure screw packaging with the batch number of the complaint on the label. Device one is a biosure screw which is fractured into multiple pieces. Device two is an endo or ultrabutton with a partial suture. It has no visible defect. Bio debris is present. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force used on the device or an impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an acl procedure, the biosure anchor slip, causing damaged on the implant. The procedure was completed placing a s+n back up device into the originally bone hole. There was a surgical delay of less than 30 minutes and no further complications were reported.